Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 559 mg/dl with associated symptoms of large urinary ketones, and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged there were air bubbles in the insulin cartridge. The health care provider reportedly made adjustments to the basal rate and bolus settings in the pump. Troubleshooting by animas customer support determined the patient was using the cartridges according to the instructions for use. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated to air bubbles in the insulin cartridge.